Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of a left inguinal hernia. As reported, a bard/davol 3dmax, reference number 0115311, lot number huvb0544 was implanted to repair the hernia defect. It is alleged that a year later on (B)(6) 2013, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due tot he alleged defective 3dmax. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with indirect left inguinal hernia, abdominal wall lipoma thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1). Per operative notes, ¿indirect inguinal hernia was encountered and reduced. A 3dmax mesh (device #1) was placed into the preperitoneal space and it extended from the anterior superior iliac spine laterally to the pubic tubercle medially and covered the direct, indirect, and femoral spaces. The mesh remained flat against the abdominal wall.¿ (B)(6) 2012 to (B)(6) 2012 - patient visited hospital for recurrent left groin pain. (B)(6) 2012 - patient was diagnosed with indirect right inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #2). Per operative notes, ¿the left side was heavily scarred and could not see the edge of the mesh right at the pubic tubercle and no signs of hernia recurrence, but there was too much scar tissue, and the mesh was really socked in. There was a couple of adhesions of the colon to the peritoneum and it was removed. The mesh was completely flat against the abdominal wall (device #1). On the right side, small indirect inguinal hernia was noted and reduced. A 3dmax mesh (device #2) was placed in the preperitoneal space and the mesh went from anterior superior iliac spine laterally to the pubic tubercle, medially covered the direct and indirect femoral spaces. The mesh remained flat against the abdominal wall.¿ (B)(6) 2012 - patient visited hospital for right lower quadrant abdominal discomfort since the surgery and no groin pain. (B)(6) 2012 - patient visited hospital for severe right groin pain and CT imaging was performed. (B)(6) 2013 - patient visited hospital for right sided groin tenderness. On examination, patient had a little bit of swelling and there is no sign of infection or recurrent hernia. (B)(6) 2013 - patient visited hospital for some tenderness right at the external ring on the left side, felt a lump that comes and goes. Also, patient had right sided pain and CT imaging was performed. (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3). Per operative notes, ¿dissected the spermatic cord off the inguinal floor. Patient had a large lipoma of the cord, which was separated and trace back to the external ring. Excised the clamps lipoma and raised the level of the external ring, excised it. A perfix plug (device #3) was placed into the external ring and sutured. An onlay patch was then placed along the inguinal floor and sutured. (There is no mention/visualization of 3dmax mesh (device #1) in operative notes). (B)(6) 2013 to (B)(6) 2014 - patient visited hospital for chronic left groin pain. (B)(6) 2015 and (B)(6) 2015 - patient visited hospital for nerve pain status post hernia surgery (nerve caught in mesh). (B)(6) 2015 - patient visited hospital for chronic groin pain after prior inguinal hernia repairs. Attorney alleges that the patient had adhesions, nerve damage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had rashes, groin pain, testicular pain, dyspareunia, diarrhea, constipation, fever, joint aches and pains, significant reduction in consortium activities due to pain in groin during intercourse, mesh was heavily scarred, hematoma, lipoma and loss of ilioinguinal sensation.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, few months implant of 3dmax mesh, patient was diagnosed with hernia recurrence, adhesions, nerve damage, hematoma, scar tissue, pain thereby underwent additional surgery. The instructions-for-use supplied with the device lists adhesions, hematoma as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the 3dmax (device #1). Additional emdrs were submitted to represent the 3dmax (device #2) and perfix plug (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012, the patient underwent surgery for repair of a left inguinal hernia. As reported, a bard/davol 3dmax, (B)(6), lot number huvb0544 was implanted to repair the hernia defect. It is alleged that a year later on (B)(6) 2013, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due tot he alleged defective 3dmax.